Event description:
A malfunction alarm was reported with the specific code malf 12. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported. Technical support provided information on how to reset the pump and assisted the customer, but the customer was unable to reset the pump and planned to call back later for further assistance.